Event description:
A company representative received an explanted generator and a portion of an explanted lead, but the reason for the explanation was unknown. It was found that the procedure occurred due to the patient's system registering high impedance. The implanting physician had no further information. The explanted products were returned to the manufacturer for analysis. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Additionally, analysis identified pitting on the surface of the lead pin which suggests a lead discontinuity occurred within the system prior to explant, but due to a portion of the lead not being returned, a lead fracture could not be confirmed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.